Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. Explant date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-22645. It was reported patient experienced ineffective therapy from approximately (B)(6) 2018. Reprograming was not done. As a result, to address the issue patient underwent surgical intervention wherein the scs system was explanted.